Event description:
Per information provided by patient's attorney: on (B)(6) 2007, patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of composix kugel (device #1). Per operative notes, ¿two defects were identified and connected both defects for repair. A composix kugel mesh (device #1) was placed and sutured.¿ on (B)(6) 2008, patient was diagnosed with epigastric hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #2). Per operative notes, ¿some fatty tissues around the previous mesh (device #1) were found. The fascial edges freed up, defect identified, and a ventralex mesh (device #2) was placed and sutured.¿ on (B)(6) 2009, patient was diagnosed with umbilical hernia, recurrent ventral incisional hernia thereby underwent open repair with the removal of both prior meshes (device #1 & #2) and implant of ventrio mesh (device #3) for ventral incisional hernia and ventralex mesh (device #4) for umbilical hernia. Per operative notes, ¿the entire previous meshes (device #1 & #2) was removed as it was balled up and not lying flat. A ventrio mesh (device #3) was placed and tacked with sutures. In the umbilical region, a large hernia sac was amputated, and a ventralex mesh (device #4) was placed and sutured.¿ on (B)(6) 2009, patient was diagnosed with wound seroma, pain in the ventral incisional hernia repair site thereby underwent drainage of wound seroma.¿ on (B)(6) 2009, patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with removal of ventrio mesh (device #3) and implant of synthetic mesh. Per operative notes, ¿the old scar was excised and the mesh (device #3) taken off the fascia. All the adhesions were taken down and a synthetic mesh was placed and tacked with sutures.¿ attorney alleges that the patient had adhesions, hernia recurrence, seroma, pain, mesh curled and balled up.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 1 year 11 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the mesh ¿ composix kugel (device #1). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #2) and an additional emdr was submitted to represent ventrio mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.